Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an intracranial aneurysm was scheduled to undergo aneurysm embolization using the echelon 10 90° pre-shaped tip microcatheter via the femoral artery, which had a diameter of 10mm and minimal vessel tortuosity. Upon opening the package and prior to the device entering the body, it was immediately discovered that the microcatheter lacked a marker at the tip, and a distal separation or break was identified. The absence of the distal/tip marker was noted upon opening the package, and the broken location was at the distal end. The device and any accessory devices were prepared and flushed as indicated in the instructions for use. The product was replaced. No patient injury has been reported as a result of this event. There was no evidence of tampering to the packaging.

Manufacturer narrative:
H3 product analysis: as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub. The echelon-10 catheter body was found to be kinked at ~47.5cm from distal end. The distal marker band and distal tip were found to be separated and not returned. The tubing material of the catheter separated end exhibited stretching with jagged edges. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~155.8cm. The echelon-10 useable length was measured to be ~147.8cm. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ was confirmed; however, the broken end of the catheter exhibited plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In this event, user error likely contributed to the event as it was reported the echelon-10 micro catheter tip separation was noticed after removal from packaging. However, the root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. In this event, user error likely contributed to the event as it was reported the echelon-10 micro catheter tip including distal marker band separation was noticed after removal from packaging. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an intracranial aneurysm was scheduled to undergo aneurysm embolization using the echelon 10 90° pre-shaped tip microcatheter via the femoral artery, which had a diameter of 10mm and minimal vessel tortuosity. Upon opening the package and prior to the device entering the body, it was immediately discovered that the microcatheter lacked a marker at the tip, and a distal separation or break was identified. The absence of the distal/tip marker was noted upon opening the package, and the broken location was at the distal end. The device and any accessory devices were prepared and flushed as indicated in the instructions for use. The product was replaced. No patient injury has been reported as a result of this event. There was no evidence of tampering to the packaging.